Event description:
The complainant reported that the patient developed a sudden loss of sensation on the right side of the body along with a right-sided facial droop. The clinical team prepared the patient for an urgent computed tomography scan to evaluate for a possible stroke. During this period, the pump displayed a ¿controller error¿ alarm, which then resolved on its own. The placement signal intermittently appeared and disappeared in association with the alarm.

Manufacturer narrative:
No product was returned. Ppae (stroke): in order to make a cause determination, all of the clinical details outlined would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.